Event description:
It was reported that this right ventricular (rv) defibrillation lead over the past year were stable around 95 ohms, with excursion in the 120s ohms range and as high as 128 ohms. After the patient's recent pocket revision, there was a slight dip in shock impedance measurements to 68 ohms in (B)(6) 2024. There was no evidence of noise, and shock impedance trends appeared consistent with lead calcification. Technical services (ts) discussed troubleshooting/programming options, recommending to increase the shock impedance alert value from 125 ohms to 150 ohms and consider max energy shocks if shock impedance measurements surpassed 150 ohms. This rv lead remains in service at this time. No additional adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.